Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, inflammation/irritation, wrinkling.

Event description:
Healthcare professional reported left side "internal pains," "body inflammation," "intracapsular rupture," and "lobulation in h9 of the left breast with a small amount of silicone that impresses outside the implant and inside the capsule." It could correspond to an area of "silicone exudation vs. Incipient intracapsular rupture" confirmed via MRI. Device remains implanted.